Event description:
Found during routine testing. The customer called to report the device's service indicator was illuminated. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed a service indicator and a fault code in the device error log that indicates a shorted leg in the biphasic waveforming circuitry. A shorted leg could cause the defibrillation energy to be reduced when used on a patient. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined that root cause for the reported problem was a short between legs 5 and 9 of diode, designator cr30.